Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025 it was reported via email by arthrex regulatory that after reviewing a clinical study they discovered that a patient had developed major complications that required revision surgery. It was registered following a procedure using the ibalance hto system. The patient experienced a non-union with lateral hinge fracture with loss of correction. The patient presented with increasing pain. Furthermore, there were no signs of union on the plain radiographs at 6 weeks post-surgery. The removable cast was therefore continued. When signs of union were not present on the 3-month radiographs, but a lateral hinge fracture was discovered, a computed tomography scan was conducted. It confirmed both the fracture and the lack of union. The patient was converted to total knee arthroplasty because of the progression of oa and worsening of the clinical symptoms approximately 1 year after the surgery. None of the peek implants interfered with the component placement during the tka surgery.